Event description:
Caller tested 3.7 inr and 2.8 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).